Manufacturer narrative:
Reportedly, the device was not discarded and will be sent back for analysis.

Event description:
During the follow-up performed on (B)(6) 2015, non physiological signals on atrial channel were observed on stored episodes, and reproduced in real time tests. Atrial impedance measurements were unstable since (B)(6) 2014. Preliminary analysis shows that a lead issue or a lead/pacemaker connection issue is suspected at atrial level. Patient care recommendations (advised re-intervention) have been provided.

Event description:
During the follow-up performed on (B)(6) 2015, non physiological signals on atrial channel were observed on stored episodes, and reproduced in real time tests. Atrial impedance measurements were unstable since (B)(6) 2014. Preliminary analysis shows that a lead issue or a lead/pacemaker connection issue is suspected at atrial level. Patient care recommendations (advised re-intervention) have been provided.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During the follow-up performed on (B)(6) 2015, non physiological signals on atrial channel were observed on stored episodes, and reproduced in real time tests. Atrial impedance measurements were unstable since (B)(6) 2014. Preliminary analysis shows that a lead issue or a lead/pacemaker connection issue is suspected at atrial level. Patient care recommendations (advised re-intervention) have been provided.

Manufacturer narrative:
Preliminary analysis showed that the device operated within specifications.

Event description:
During the follow-up performed on (B)(6) 2015, non physiological signals on atrial channel were observed on stored episodes, and reproduced in real time tests. Atrial impedance measurements were unstable since (B)(6) 2014. Preliminary analysis shows that a lead issue or a lead/pacemaker connection issue is suspected at atrial level. Patient care recommendations (advised re-intervention) have been provided.

Event description:
During the follow-up performed on (B)(6) 2015, non physiological signals on atrial channel were observed on stored episodes, and reproduced in real time tests. Atrial impedance measurements were unstable since (B)(6) 2014.preliminary analysis shows that a lead issue or a lead/pacemaker connection issue is suspected at atrial level. Patient care recommendations (advised re-intervention) have been provided.

Manufacturer narrative:
Re-intervention was performed on (B)(6) 2016. Reportedly, the atrial lead was not explanted because the noise could not be reproduced at the time of the re-intervention. The pacemaker was explanted and discarded.

Event description:
During the follow-up performed on (B)(6) 2015, non physiological signals on atrial channel were observed on stored episodes, and reproduced in real time tests. Atrial impedance measurements were unstable since (B)(6) 2014. Preliminary analysis shows that a lead issue or a lead/pacemaker connection issue is suspected at atrial level. Patient care recommendations (advised re-intervention) have been provided.